Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's reservoir had air bubbles present inside it. Customer reported that the air bubble was the size of a pea. Blood glucose level was 379 mg/dl at the time of the call. No further information was provided.